Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries and controller met specifications; the batteries and controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching, power disconnect alarms, and critical battery alarms. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. No additional information will be forthcoming.

Event description:
It was reported that the power sources are switching from one port to the other port earlier than expected. Batteries exchanged. There were no reported effects on the patient. No other information was reported. Batteries and controller received by manufacturer for evaluation. Pump remains implanted.

Manufacturer narrative:
Pump remains implanted. Batteries and controller received by manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the system functions as intended and to assess the effectiveness of the company directed corrective action.